Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. The battery cap has reportedly not been replaced in the past 7-to-12 months. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2018 with the following findings: there were no recorded power on reset events in the available black box records. The battery compartment was confirmed to be cracked. The pump powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the power complaint. (B)(4).